Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated patient to cease treatment of clear aligners. Although it is evident that there is room to improve upon the patient's bite and alignment, there is currently in no immediate medical need for orthodontic correction.